Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery packs were evaluated and replaced. The battery charger was recalibrated. The system was tested and found to be working as intended and returned to service.